Event description:
The account alleges that the extraction point cannot be opened because the part is welded shut. No patient injury to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was found to function appropriately; however, it was found that the packaging appeared to be difficult to open. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.